Event description:
It was reported that during use of the iab, blood was noted entering the helium tubing and the pump alarmed. The iab was removed and a replacement wasn't necessary due to the pt's improving condition. There were no pt complications.